Event description:
The customer reported approximately 30 milliliters (ml) of blue-green fluid leaked from underneath the unit involving coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. No patient results were impacted or released out of the laboratory. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer has an exposure control/risk management plan at the facility. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) discovered the fluid leaked at valve pv49; system components were not damaged by the fluid leak. The fse replaced valve pv49 and verified system operations. The unit conformed to the manufacturer's published performance specifications. (B)(4).